Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred and catheter withdrawal difficulties were encountered. The target lesion was located in a fistula graft. A 10.0 x40, 75cm charger¿ was advanced for dilation. However during the first inflation at 14 atmospheres for 1 minute, the balloon ruptured circumferentially. The physician then attempted to remove the device but the device was difficult to remove. Subsequently, the device was the completely removed together with the introducer sheath. No patient complications were reported and the patient's status was stable.